Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. The customer's blood glucose was 300 mg/dl. Bolus was delivered to address elevated bg level.